Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The patients femoral head died due to severity of his injury. The omega side plate was remover and a total hip arthroplasty. Stryker right hip was implanted.